Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had burning in their vulva area when they voided. It was noted that they had these symptoms prior to the evaluation. It was also noted that they had pain from the procedure. It was noted that the trial began on (B)(6) 2017. On (B)(6) 2017, it was reported that the patient was still in excruciating pain with burning upon urination, noting that these symptoms have been present for about two years. They had a burning feeling in the vaginal area. On (B)(6) 2017, it was reported that they had a yeast infection and was also unable to void much, noting that it trickled. The controller was turned off until further notice. It was noted that the trial started on (B)(6) 2017, contradicting previous information. On (B)(6) 2017, it was reported that the patient was passing kidney stones and had been on pain medication. There were no device issues or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.